Manufacturer narrative:
The auxiliary water tube maj-855 was evaluated at omsc. As a result of foreign material analysis, resin materials (polyacetal, plastics) containing polyoxymethylene were detected. Omsc confirmed the phenomenon reported by the user. Omsc determined that one-way valve did not work because foreign material was caught. In addition, from the analysis results of the foreign material, the foreign material was a resin material, not a substance derived from the auxiliary water tube maj-855 or the endoscope. Since there was no evidence of damage to the auxiliary water tube maj-855 and there was no problem at the beginning of use, foreign material may have been mixed in from the outside during handling. Since the delivery date of the auxiliary water tube maj-855 is unknown, omsc could not confirm from the sales record and distribution record whether the auxiliary water tube maj-855 conformed to the specifications. The date of manufacture is unknown. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the auxiliary water tube maj-855 to olympus medical systems corp. (Omsc) because the one-way valve did not work during the reprocessing. The auxiliary water tube maj-855 was delivered to the user facility in july 2021 and this was the second time the reported event had occurred. Omsc then inspected the auxiliary water tube maj-855 and found that foreign material was caught in the one-way valve, as a result of disassembly analysis. There was no report of patient injury associated with the event.